Event description:
Customer reports an lv2 infusor overinfused over 76 hrs instead of an anticipated 96 hrs. The unit contained 41.79mg/ml of 5fu in d5w to a total fill volume of 195ml. Customer reports the, "patient suffered dizziness, extreme fatigue, and neutrapenia."